Event description:
It was reported "doctor attempted to insert a PICC line. The fixed guidewire inside the actual cannula/line was ¿crumpled¿ and had not pushed through the cannula so that the line could not be inserted, and process had to be aborted- this would cause a delay in treatment." (B)(6) 2023 - the stylet of the returned sample exhibited multiple kinks.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample analysis, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked stylet is confirmed and was determined to be likely related to reinsertion of the stylet back into the septum. One cut section of a 3cg stylet was returned for evaluation. An initial visual observation showed the stylet appeared cut from the proximal segment while the rest of the catheter was aggressively kinked along the entirety of the stylet. The returned stylet was measured to be approximately 76.5 cm long. A microscopic observation revealed blood use residues along the catheter, and a confirmed cut on the proximal side of the stylet. The polyimide tubing and magnets appeared unremarkable. The complaint of a kinked stylet is confirmed and likely caused by the removal and reinsertion of the stylet from the catheter via the septum on the catheter hub. The stylet is not designed to be removed and reinserted into the injection site attached to the t-connector. A batch history review (bhr) of regn0211 showed no other similar product complaint(s) from this lot number.